Event description:
During routine testing of the device, the user reported the saw did not oscillate. No other details regarding the event were provided. The saw was returned for investigation. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress but not concluded.